Manufacturer narrative:
The date of manufacture was incorrect on the initial report. The correct date of manufacture is 1/1/1999.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The control panel microswitch was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed and lost the ability to mechanically ventilate during a case. There was no report of patient injury.